Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sales consultant received a text message and a photo of one of their consignment instruments (sciatic nerve retractor) from one of their consignment trays (minimally invasive retractors). The blue plastic coating that covers the end of the retractor had cracked open along the edge of the retractor. It appears from the photo that the plastic coating is fully intact. The cracked coating was discovered during a routine inspection by spd personnel.